Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the nurse was unable to find the medication in the patient's profile. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on profile. A technical support specialist (tss) logged into medbank myqlink (mql) and found that medication (zolpidem tab 10mg) on patient profile was not available in the machine, and the cabinet only had the medication (zzolpidem tab 5mg), pharmacy was able to update medication other to reflect what's available in the cabinet, after that the issue was resolve. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the nurse was unable to find the medication in the patient's profile. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.